Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology at the time of implant was not reported. There was disease progression. It was reported that the patient presented with an aneurysm that was expanding post treatment with an aneurx stent graft. The angiogram demonstrated that the stent graft was in a good position, however, there was a distal type 1 leak filling an aneurysmal iliac aneurysm which may have been relating to the aaa. The physician elected to perform a cut down and ligate the internal iliac then added a (B)(4) limb and extended the old graft down into the external iliac to gain a better seal. The final angiogram revealed that the distal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft migration). Patient's condition affected effectiveness of device (disease progression, aortic neck dilatation). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation).

Event description:
Additional information was received as follows: it was reported that a follow-up CT that was done five months ago revealed that the stent graft has migrated distally 1 cm with a proximal type I endoleak present. The aneurysm is currently 13.1cm in diameter and the aortic neck is 35mm in diameter. The physician believes the cause of the migration is disease progression with aortic neck dilatation. Due to the diameter of the aortic neck endovascular repair was ruled out. The physician believes the patient is not a good candidate for open surgical explant/repair. The patient is being monitored.

Manufacturer narrative:
(B)(4): evaluation results: (endoleak), (disease progression). Conclusions: (disease progression).